Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer woke up with low blood glucose reading. Customer ate food after delivering bolus. Customer was not sure if insulin delivered because customer did not monitor the insulin delivery. Customer ate 23 carbs of food for a meal. Customer treated their low blood glucose with apple juice. Insulin pump will not be returning for analysis.